Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced urinary problems. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation on (B)(6) 2008 due to stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge and vaginal irritation.

Manufacturer narrative:
Date sent to the FDA: 8/1/2017 additional information.